Manufacturer narrative:
The customer reported that the central nurse's station did not alarm when the patient experienced tachycardia. Nihon kohden technical support gave instruction to the customer on how to retrieve the log files from the central nurse's station; however, the nurse staff had discharged the patient prior. At the time of this report, the customer only had waveforms from the printed patient record and is working on retrieving the records. Multiple attempts have been made to the customer for additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station did not alarm when the patient experienced tachycardia.

Manufacturer narrative:
Details of complaint: on 8/17/2018 customer biomed reported that patient experienced a tachycardia event, but cns device did not alarm. The serial number of the cns device was not provided. The model and serial number of the monitor device that patient was connected to was not provided. Nk tech support requested for log files, device information, software revision and network information for further investigation. On 8/20/2018, customer responded, stating that patient had been discharged and the nursing staff and therefore biomed could not pull relevant device logs. ECG strips were not available. Nk tech support made subsequent attempts to retrieve information for further analysis but received no responses from customer. Service requested: troubleshooting. Service performed: provided instructions to customer on how to gather additional data for further investigation. Customer did not provide information. Investigation result: service history for this user facility shows the cns alarm issue has not re-occurred. Due to insufficient information, the root cause of the reported mis-alarm incident could not be determined. The device is intended for use by medical professionals to provide cardiac and vital signs monitoring for multiple patients within a medical facility. The cns-6200 series central nurse station will display and record physiological data from up to forty telemetry receiver/transmitters and generates an alarm when a measured parameter falls outside a pre-set limit or when life threatening arrhythmia is detected. Arrhythmia detection and alarm determination are functions of the telemetry receivers/transmitters or individual bedside monitor. The cns-6200 series central nurse station is intended for cardiac and vital signs monitoring for multiple patients. The device will display and record physiological data from individual bedside monitors and /or telemetry received transmitters and mimics an alarm when a measured parameter falls outside a preset limit or when an arrhythmia is detected by the bedside monitor or telemetry unit. Investigation conclusion: service history for this user facility shows the cns alarm issue has not re-occurred. Due to insufficient information, the root cause of the reported mis-alarm incident could not be determined. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? . Additional information: h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station did not alarm when the patient experienced tachycardia.